Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and noted the lens was damaged. The lens was partially inserted and was removed while in the injector. There was no patient injury and the backup lens was implanted.

Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.